Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced severe leg and groin pain, incontinence, discharge, odor and nerve damage. Patient reported they had the stitches removed from the sling in july 2000 or 2001. The sling remains in the patient. Therefore, no failure analysis is available.